Event description:
The customer called to report that he was hospitalized for high blood glucose levels with a reading of 1200 mg/dl. The customer stated that he changed the infusion set the day prior to the event, and was found unconscious by family members the next day. Troubleshooting was performed, and the insulin pump was programmed correctly. Found multiple no delivery alarms in the history. The customer declined further troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.